Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: the filter had 6 legs and 4 arms present and attached. Both detached limbs were returned. The breaks appeared to be even. Both arms were detached approximately 1mm from the apex. Two legs were crossed. One arm and one leg were bent. The limbs likely bent during the retrieval procedure. A foot also was noted to be missing from one of the legs. The foot was not returned. Fibrotic tissue is attached to a leg. Dimensional evaluation: heat was applied; however, the tissue at the apex of the filter prevented the filter from fully expanding. All measurements met the required specifications. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: medical images received and reviewed. Based on the images provided, a filter was successfully removed from the ivc can be confirmed. Based on the images provided, two detached filter arms can be confirmed. Based on images provided, successful removal of the two detached filter arms cannot be confirmed. Conclusion: both the device and images were provided. Based on the returned sample condition and images provided, two detached limbs can be confirmed. The investigation is confirmed for a bent arm and a bent leg. As a cine run and CT images were not provided, limb perforation of the ivc and difficult to remove can not be confirmed. The filters limbs likely bent as a result of the retrieval procedure as the health care professional did not report that the limbs were bent while implanted. Based on the available information, the definitive root cause for the reported event is unknown. Labeling review: g2x/eclipse: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. - potential complications: migration of filters to the heart or lungs has been reported. Perforation or other acute or chronic damage of the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The two detached filter limbs were reportedly retrieved on (B)(6) 2015. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that approximately six years post vena cava deployment, the patient reportedly experienced mid abdominal pain radiating to her back. CT allegedly demonstrated filter limb(s) penetrating the ivc wall with two detached limbs. The filter was successfully captured and retrieved using a snare and forceps. Six days later, two detached filter limbs were successfully retrieved from the ivc using forceps. Post run fluoroscopy demonstrated no evidence of infiltration.